Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. However, partially broken retainer, missing reservoir tube o-ring, and dog chew marks around reservoir tube noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that there was a crack on the pump. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned foranalysis.